Event description:
It was reported that the patient with this right atrial (ra) lead experienced pocket erosion with infection. A revision was performed and the crt-d along with the two left ventricular (lv) lead, right ventricular (rv) lead, this right atrial (ra) lead and the previously capped rv lead were explanted. The physician opted to place an external temporary pacing system. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).